Manufacturer narrative:
(B)(4). A partial UDI is provided because the lot number of the complaint device was not identified. The device was not returned for evaluation. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint histories of the lot numbers of all three implanted clips (01)08717648195914(17)161031(10)51013u123, (01)08717648195914(17)160731(10)50713u105, and (01)08717648195914(17)161231(10)50813u136. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint histories did not indicate any lot-specific quality issues. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was provided: the lot number of the clip that detached from one leaflet could not be identified. The cause of death was cardiogenic shock due to severe mitral regurgitation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that 6 months after the clip was deployed, the patient returned with abdominal pain, dyspnea, heart failure, and renal failure. It was found that one clip detached from one leaflet and remained attached to the other leaflet, and a leaflet tear was suspected. The patient expired 2 days later. It was reported that the mitraclip procedure was performed on 12/11/2015 to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a large posterior leaflet prolapse and flail. Three clips (51013u123, 50713u105, 50813u136) were implanted with good leaflet insertion, and the mr was reduced to <1. On (B)(6) 2016, the patient presented with abdominal pain, dyspnea, heart failure, and renal failure. It was found that one clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), and a leaflet tear was suspected. The mr had returned to 4+. The patient expired on (B)(6) 2016, 2 days later. No additional information was provided.